Event description:
While trialing with the glenosphere head inserter, the surgeon tapped on the t-handle a couple of times and the tip broke off. Able to remove the trial and all parts without incident and complete the surgery as intended.